Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The manufacturer's field technical services (ts) confirmed the reported issue. Advised customer to replace the user interface printed circuit board assembly (pcba). The customer ordered the user interface pcba to make necessary repairs. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit powers on by itself. The device was not in use at the time of the reported event; therefore, there was no patient involvement.